Event description:
A physician reported to a sales rep at the american society of anesthesiologists meeting that a 6k mask airway tube broke after insertion. No pt injury was reported. Upon flollow-up, it was learned the event occurred approx 3 wks prior to the report. Shortly after insertion, the physician noticed the airway tube had broken. He removed the mask and replaced it with another airway. The device was returned to the MFR and evaluated. Device had been in use for 2.5 yrs, and the dr reported that it had been used in excess of 300 times. All physical signs indicated that the device had been used extensively. The inflation lines and airway tube were dark yellow. When the tube was bent past 90 degrees as described in the performance tests in the device labeling, it kinked. The airway tube broke between 10 and 15 mm from the backplate. The actual cause of the break is unkown. A major contributing factor, however, was the mask's age, or number of previous uses. If the performance tests were conducted prior to use as described in the device labeling, the mask would have failed during the tests and should have been discarded. The reporting physician was instructed on the importance of conducting the performance tests prior to using the device.